Event description:
Pt underwent total knee replacement in 2001 for degenerative joint disease. Ceretec scan done 2 weeks later positive for imflammatory process predominantly in the soft tissue surrounding the left knee joint. In 2001, it was noted that the depuy vacuum mixing bowl sets that were in or inventory were non-sterile items. (Package imprint-"sterile unless opened or damaged") label on package-"sample (non-sterile). Nm indium scan in 4/02-consistent with osteomyelitis involving distal left femur & proximal left tibia. Surgical history and physical of 5/01 states "history of fibrous dysplasia of tibia, which could result in higher failure rate if degenerative joint disease & may end up eventually with amputation above the knee.